Event description:
It was reported that pump screen remained dark and would not turn on, and customer described power button as extremely difficult to press and sometimes needing multiple presses to light up screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press center of button while supporting bottom of pump, which eventually turned display on, and technical support arranged pump replacement even though pump was out of warranty, while customer used multiple daily injections.